Event description:
Pt was revised to address poly wear resulting in metal wear.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to search the complaint database by manufacturing lot code was not supplied. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product info. Based on the performed investigation the need for corrective action is not indicated. It was noted the product was implanted for approximately 14-1/2 years prior to revision. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving the lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
A search of the complaint database did not show any additional reports against the tibial insert lot code. The investigation could not draw any conclusions about the reported event based on the newly provided information. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.